Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. G1-2 contact office-name/address updated. H6 patient code updated to 2692. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.